Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the battery cap was stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: the pump was examined and found that the battery compartment was cracked and the battery cap was stripped. A test cap was inserted into the pump in order to complete testing. The pump was opened and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).